Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of lo (less than 10 mg/dl), 80 mg/dl, 126 mg/dl, 171 mg/dl and 33 mg/dl back to back within 10 minutes on the accutrend plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.